Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that patient faced infusion set cannula bent event on (B)(6) 2026. The bent cannula caused blockage that prevented medication delivery. The issue was observed after one day of use. This issue led to an increase in blood glucose level (300 mg/dl) and treated with insulin pump. No further information available.